Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-oct-2025. Investigation summary: bd received 4 photos and 35 actual customer samples for investigation. The photos and customer samples were visually evaluated and gel smearing was confirmed; the barrier gel was smeared on the walls and the top portion of the wall of tube. Additionally, fifty (50) retention samples were visually inspected for gel defects, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel smearing based on the photos and actual samples provided. Bd was not able to identify a root cause for the indicated failure mode gel smearing. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin), 38 tubes had gel that was at the top of the microtainer instead of the bottom. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd microtainer® pst¿ tubes with lh (lithium heparin), 38 tubes had gel that was at the top of the microtainer instead of the bottom. There was no health impact or consequences reported.